Event description:
It was reported that a linx device was implanted on (B)(6) 2019. In (B)(6) 2021 he did a swallow study and everything was ok. His gastroenterology have seen the linx device open, with the wire broken. I do not yet have the lot number of the device. Surgeon will give it to me when he will find it. He will see the patient beginning of 2022 and will eventually plan an operation to take it out.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Additional information received: what was the date of the imaging which showed the discontinuous linx? The same day or the day before as my report (B)(4), what I understood. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2022. Investigation summary: the visual analysis found that the returned device had an exposed well ball paired with the washer trough hole of the adjacent bead. The affected washer through hole diameter was measured with computed tomography (CT) and was found to be greater than the specification. The washer through hole had small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer didn't exhibit gross loss of shape. Top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball appears to be spherical and slightly off-axis with respect to the wire. Review of the device dimensions at the failed junction showed a larger that specification washer through hole diameter and a within specification weld ball. It is presumed that geometric combination of the through hole and weld ball led to the discontinuity of the device. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. A manufacturing record evaluation was performed for the finished device batch number 21855, and one related non-conformance (torax nm518) was identified at a component level (washer lot numbers 21604 and 20174, consumed in finished goods lot 21855). The 100% inspection of these washer lots as part of nc activities determined no issues. H10 DHR statement.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2022. Video analysis: as per medical safety officer: I see an explant and nissen. No other significant observations. The mechanism/cause of failure cannot be determined from the provided video.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2022. Photo analysis: image of the device in vivo was received and reviewed by the medical safety officer: I reviewed a contrast x-ray image of the patient referred to in the complaint. The x-ray image showed a discontinuous clasp linx device. The annular shape was absent, the beads were separated and the device was in a c- shape consistent with a discontinuous device. However a hands on analysis of the affected device is needed to establish the mechanism/cause of failure. A manufacturing record evaluation was performed for the finished device batch number: 21855, and no non-conformances were identified. No further investigation can be conducted since the sample was not returned. Additional information was requested, and the following was obtained: what is the device lot number? Lxm16, lot: 21855. Was the device initially effective in controlling reflux? Yes, worked well until the wire were broken. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. On (B)(6) 2021. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Lots of vomiting and retching due to intermittent gastroparesis: that was the reason the patient likes the linx, as he has reflux control but can still vomit compared to a nissen fundoplication. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. In a swallow study on (B)(6) 2021, the linx was perfectly in place and not broken. According to patient it might have happened after an episode of heavy vomiting on (B)(6) 2021. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? The patient want a new linx back in place, as he was really happy with the reflux control and he is worried that a fundoplication will not let him vomit. Exact date of the explant was on (B)(6) 2022.

Manufacturer narrative:
(B)(4); date sent: 3/18/2022.